Event description:
The user facility reported that the infusion pump's programmed rate changed without user intervention. The pt was ordered to receive tpn at 64cc/hr. However, the infusion was delivered at 964cc/hr. The pt's blood glucose level was elevated to 1100, resulting in neurological deficit.